Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved through normal troubleshooting with hotline. Hotline is sending replacement waste bottles. A definitive root cause for this event has not been determined to date. An investigation for root cause is on going.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that their access 2 immunoassay system liquid waste bottles were showing signs of cracking and crazing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.